Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they have received unexpected restart alarm, external ram crc error, and watchdog time out alarm. The customer's blood glucose level at the time of incident was 110mg/dl. Troubleshoot was conducted, and the customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement and self-test. However, the insulin pump alarmed unexpected re-start after battery change due to faulty connector on interface board. No external ram crc error or watchdog timeout alarms noted. The insulin pump was received with minor scratches on lcd window, cracked case at display and cracked belt clip slot.